Event description:
The hospital reported that during an endoscopic vein harvesting (evh) procedure, blood was seen in the tubing of the co2 short port and distal insufflation ports. Another kit was opened and used, but the pa decided that even though the second unit was performing well without problems that due to time constraints, she would covert case to an open leg procedure. No further patient complications were reported. This report is filed for the second device, because the evh procedure got converted to an open leg procedure.

Manufacturer narrative:
The procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.